Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration 2000mcg/ml; dose 340.4mcg/day simple continuous mode; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and head/brain injury. A pump reservoir volume discrepancy was observed at the patient's last pump refill. During the refill, the nurse pulled 10ml of medication from the pump reservoir when there should have been 2ml. The patient began to feel tighter a month prior to the refill. Exact dates were unknown. A dye study was performed on (B)(6) 2016 and per the hcp, the catheter was no patent. The patient was referred to neurosurgery for a catheter revision. The issue was not resolved as of the time of the report. Patient status at the time of the report was alive with no injury. Additional information was requested regarding drug information, patient medical history, details of the catheter revision surgery, and cause of the catheter issue. A supplemental report will be submitted if additional information is received.